Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support the pump was reset to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.